Event description:
Primary surgery - dr was trying to implant the final poly in the shoulder but the poly for some reason would not fully seat. Removed it and put in a new one that went perfect

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Manufacturer narrative:
Complaint has been evaluated and is similar to: 1644408-2023-00104; 509-02-032, s103 - fit, primary surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated. RMA examination: the reported device was returned to surgical for evaluation. There is apparent damage on the insert. It is difficult to perform a cmm inspection on the device with the damage present.